Event description:
This lv lead was implanted on (B)(6) 10. A call to technical services on (B)(6) 2011 states that at device check, patient in afib and lv egm is showing afib like artifact. No capture so lv lead probably dislodged. Patient in xray and they will most likely be repositioning lv lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).